Event description:
It was reported that during a lap cholecystectomy, a transparent coat like the tissue pad coat fell into the patient. The coat was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. A piece of foreign matter was returned but it is not a part of the device. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent